Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that at an unknown time the device was not cutting smoothly or evenly. It is unknown if there was patient impact or involvement. Due diligence is complete as multiple attempts have been made to obtain additional information. However, no additional information is available.

Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device was not cutting properly; the swivel and control bar were loose, the bearings were worn, and the ball plunger was out of position. The swivel, motor, ball plunger, lever, planetary carrier, and bearings were replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.